Event description:
A generator was returned after a prophylactic generator replacement surgery. Product analysis was completed on the device. A visual assessment of the pcba board showed contaminates on the trimmed edges of the pcba. The contamination that was observed suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) and may have been the contributing factor for the reported allegation of ¿low battery - intensified follow-up indicator=yes". A review of the device history record indicated that the generator had been laser-routed which has been shown to produce excess debris on the circuit board. This debris may lead to excess current draw from the generator, which can deplete the battery prematurely. No additional, relevant information was received to date.